Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, g3, h2, h3, h6, h11 the device was not returned to olympus for inspection and the reported failure was confirmed by field service engineer (fse). A definitive root cause could not be identified. However, based on the results of the investigation, the cause of the malfunction reported by the customer was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope exhibited an issue with the charged coupled device (ccd) lens focus. The reported issue occurred during service and there was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.